Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. H6 - results - 3252 is based on evaluation of user facility information & the returned substance evaluation. H6 - conclusion - 92 is based on the actual device; 77 evaluation of user facility information, the returned substance evaluation & investigation. The actual device was not returned to the manufacturer facility for evaluation and the lot number is unknown, however a substance that resembled a sheared segment from the urethane layer was returned for evaluation and identification on september 8th, 2016. Visual inspection upon receipt found it was a sheared segment, approximately 64mm in length. Magnifying inspection found the sheared segment had a semi-circular groove along the total length in the lengthwise direction, with one end presenting an acute angled cut cross-section. Electron microscopic inspection of the groove found dispersion of particles. Elementary analysis of the particle identified it consisted of tungsten. The state of the dispersion of the tungsten particles on the actual sample was found to be similar to that on the urethane layer of a current product sample. Ft-ir analysis of the actual sample obtained a spectrum which was very similar to that of the terumo guidewire product. The returned sheared segment is most likely to be a urethane outer layer sheared off a terumo guide wire. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Though the exact cause cannot be definitively determined based on the investigation findings and the reported state of occurrence, the actual sample could be a urethane outer layer sheared off a terumo guide. Based on the information provided by the user facility, it is possible that the involved guide wire was withdrawn through a metallic needle used in combination with the guide wire in the state of the urethane outer layer of the guide wire coming into contact with the edge of the metallic needle, resulting in the shearing of the urethane outer layer. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported separation of the urethane layer on the guidewire device during a procedure. Follow up communication with the user facility confirmed the following information: during an urology use of a terumo radifocus guidewire, it was used in combination with a metallic needle. It was reported that there was a possibility that the urethane outer layer of the guide wire had been sheared off the wire. It was reported that a sheared segment was left in the body and was retrieved with a snare. There was no harm to the patient.